Event description:
It was reported that a patient experienced a connection issue between their transfer set and titanium adapter. It was stated that the connection seemed to loosen after the mating parts were tightened for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A review of all batch record documents was performed and noted no issues during the manufacturing process. A visual inspection was performed and no issues were noted that could have caused or contributed to the event. Functional tests were performed, including fluid pressure testing, simulated use testing and microscopic inspection with no issues were noted that could have caused or contributed to the event. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The sample was received and the evaluation is pending. Should additional relevant information become available, a supplemental report will be submitted.